Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Further information requested (weight ) but not available.

Event description:
It was reported patients ipg was unable to communicate with external devices and deemed ipg to be inoperable. As a result, to address the issue patient may be awaiting surgical intervention to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.